Event description:
No additional information.

Manufacturer narrative:
One 2000e china sample was received without packaging for investigation; no connecting product was available to aid the investigation. The customer reported that the affected sample was from lot 24075027 and that "a patient's IV connector was found broken." Visual inspection of the sample confirmed the customer¿s report; the male luer tip had broken, with part of it missing. The fracture site appeared rough, and the fixed collar of the male luer was also cracked. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 24075027 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the customer's experience could not be determined in this instance, however, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the female luer, or use of a female luer that is not compliant to iso standards. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 2000e china product.

Event description:
It was reported that the bd alaris smartsite needle-free valve was damaged. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2025, it was discovered that the patient's IV infusion connector was broken. The internal medicine department (16w) was contacted, and assistance was provided in removing it. The IV infusion was then restored. The spd was notified, and the manufacturer was contacted to address the product quality issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.